Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant pain, permanent injury, extensive medical treatment, and will likely undergo further medical treatment and procedures. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4). Additional information: adverse event and/or product problem; describe event or problem; brand name, common device name, MFR contact info, model/lot #.

Event description:
Patient underwent reoperation for partial removal of mesh on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant pain, permanent injury, extensive medical treatment, and will likely undergo further medical treatment and procedures. Product was used for therapeutic treatment. Reason for mesh implantation: abnormal pap smear, irregular bleeding, urethral hypermobility. Procedure (s) performed: total vaginal hysterectomy and suburethral hammock/sling. On (B)(6) 2013 - complications post implant: pelvic pain, stress urinary incontinence. Mesh revision with additional implant surgery: (B)(6) 2013 ¿ underwent transvaginal partial removal of polypropylene mesh sling irrigation and washout protocol, placement of suprapubic cystotomy tube, pubovaginal sling utilizing autologous rectus fascia for complications of genitourinary device, pelvic pain, stress urinary incontinence under general anesthesia.